Event description:
On (B)(4) 2013 the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was displaying an error 1 message. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began at approximately 3:45am on the same day they contacted lfs for assistance. The reporter claimed that prior to the alleged issue occurring at approximately 3am, the patient "was not feeling good" but did not specify any associated symptoms. The patient reportedly manages her diabetes with novolog insulin and is a self adjuster. She reportedly administered 10 units of novolog as self treatment at around the same time that her symptoms developed. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.